Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. The pt's device was explanted.